Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had device alert with loss of communication errors. The ventilator was not in use on a patient at the time the malfunction occurred.